Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of a motor vehicle accident and deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior venacavogram demonstrated the vena cava to be widely patent. The filter was deployed without incident and completion inferior venacavogram demonstrated the filter to be in good position and well centered. The patient tolerated the procedure well. Approximately one year post filter deployment, the patient requested removal of the filter. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated the filter to be well centered and the vena cava to be widely patent. A retrieval cone was advanced and multiple attempts to engage the cone of the filter were unsuccessful. A second attempt was made with a new retrieval device but was also unsuccessful in removing the filter. Repeat venogram was performed in orthogonal projection confirmed the filter to be well centered and no obvious filling defects near the apex of the filter to suggest thrombus. Snare devices were also used in an attempt to engage the retrieval hook which was also unsuccessful. Post-procedure venacavogram demonstrated no acute complications with the filter. The filter remained well centered and the inferior vena cava was widely patent. There were no complications. The patient presented for a second filter retrieval attempt approximately one year one month post filter deployment. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated the vena cava to be widely patent and identified the filter to be slightly tilted medially. A cone retrievable device was advanced and multiple attempts to engage the filter hook were unsuccessful. Intravascular ultrasound was utilized which demonstrated the filter hook to be embedded in the caval wall. The right common femoral vein was accessed and an inferior venacavogram confirmed the vena cava to be widely patent with the filter tilted medially. Various guidewires and catheters were advanced between the medial aspect of the filter and caval wall. A high-pressure balloon was advanced over the guidewire and multiple inflations were performed in an effort to dislodge the filter hook. Following balloon expansion, multiple attempts were made with a cone retrieval device and a snare device in an attempt to engage the filter hook and were unsuccessful. A final diagnostic venacavogram demonstrated the inferior vena cava to remain widely patent. The findings were discussed with a vascular surgeon who agreed to consult on the case. The patient will be referred for further evaluation to determine if it is in the patient¿s best interest to continue attempting to remove the filter pending the status of the patient¿s known history of chronic venous insufficiency. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post filter deployment, an inferior venacavogram was performed which demonstrated the filter to be well centered and the vena cava to be widely patent. A retrieval cone was advanced and multiple attempts to engage the cone of the filter were unsuccessful. A second attempt was made with a new retrieval device but was also unsuccessful in removing the filter. Approximately one year and one month post filter deployment, another attempt was made to remove the filter. An inferior venacavogram was performed which demonstrated the vena cava to be widely patent and identified the filter to be slightly tilted medially. A cone retrievable device was advanced and multiple attempts to engage the filter hook were unsuccessful. Intravascular ultrasound was utilized which demonstrated the filter hook to be embedded in the caval wall. Based on the provided medical records, the investigation is confirmed for a titled filter and difficulties removing the filter. Per the medical records, the filter was tilted. A tilted filter can lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of a motor vehicle accident and deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was deployed without incident. The patient tolerated the procedure well. Approximately one year post filter deployment, the patient requested removal of the filter. The right internal jugular vein was accessed and multiple unsuccessful retrieval attempts were made with a cone retrieval device and a snare device. Post-procedure venacavogram demonstrated the filter to be well centered and there were no acute complications with the filter. Approximately one year one month post filter deployment, the patient presented for a second filter retrieval procedure. The right internal jugular vein was accessed and imaging demonstrated the filter to be tilted with the hook embedded within the caval wall. The right common femoral vein was accessed and a high-pressure balloon was advanced and multiple inflations were made to dislodge the filter hook. Unsuccessful retrieval attempts were made with a cone retrieval device and a snare device. The findings were discussed with a vascular surgeon and the patient was referred for further evaluation to determine if removing the filter was in the patient¿s best interest. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year post filter deployment, the patient requested removal of the filter. The right internal jugular vein was accessed and multiple unsuccessful retrieval attempts were made with a cone retrieval device and a snare device. Post-procedure venacavogram demonstrated the filter to be well centered and there were no acute complications with the filter. Approximately one year one month post filter deployment, the patient presented for a second filter retrieval procedure. The right internal jugular vein was accessed and imaging demonstrated the filter to be tilted with the hook embedded within the caval wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned. Medical records were provided and reviewed. Approximately, eleven months of post-deployment, through right internal jugular vein access bard retrieval cone was advanced with multiple attempts utilized to engage the cone of the filter. The second attempt was made with a new retrievable device which was also unsuccessful. Traditional retrievable snares in 2.5 cm and 1.0 cm diameters were also utilized to engage the retrievable hook on the apex of a snare which also proved unsuccessful. Around, one month later, through right internal jugular vein access filter retrieval attempt was made which was unsuccessful, another attempt also made via right common femoral vein access which was also unsuccessful to remove the indwelling inferior vena cava filter. An inferior venacavogram was performed which demonstrated the vena cava to be widely patent and identified the filter to be slightly tilted medially. A cone retrievable device was advanced and multiple attempts to engage the filter hook were unsuccessful. Intravascular ultrasound was utilized which demonstrated the filter hook to be embedded in the caval wall. Around eleven months later, computed tomography (CT) abdomen and pelvis with contrast was performed and compared with the previous study. An inferior vena cava filter was present, one of the left-sided filter legs extended outside the wall of the inferior vena cava and indents minimally on the right wall of the abdominal aorta. Therefore the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties.per medical records, multiple attempts were made to engage the apex of the filter using cone and snare but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. H10: b6,d4 (expiry date: 07/2015),g4. H11: h6( patient, method and conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of a motor vehicle accident and deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior venacavogram demonstrated the vena cava to be widely patent. The filter was deployed without incident and completion inferior venacavogram demonstrated the filter to be in good position and well centered. The patient tolerated the procedure well. Approximately one year post filter deployment, the patient requested removal of the filter. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated the filter to be well centered and the vena cava to be widely patent. A retrieval cone was advanced and multiple attempts to engage the cone of the filter were unsuccessful. A second attempt was made with a new retrieval device but was also unsuccessful in removing the filter. Repeat venogram was performed in orthogonal projection confirmed the filter to be well centered and no obvious filling defects near the apex of the filter to suggest thrombus. Snare devices were also used in an attempt to engage the retrieval hook which was also unsuccessful. Post-procedure venacavogram demonstrated no acute complications with the filter. The filter remained well centered and the inferior vena cava was widely patent. There were no complications. The patient presented for a second filter retrieval attempt approximately one year one month post filter deployment. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated the vena cava to be widely patent and identified the filter to be slightly tilted medially. A cone retrievable device was advanced and multiple attempts to engage the filter hook were unsuccessful. Intravascular ultrasound was utilized which demonstrated the filter hook to be embedded in the caval wall. The right common femoral vein was accessed and an inferior venacavogram confirmed the vena cava to be widely patent with the filter tilted medially. Various guidewires and catheters were advanced between the medial aspect of the filter and caval wall. A high-pressure balloon was advanced over the guidewire and multiple inflations were performed in an effort to dislodge the filter hook. Following balloon expansion, multiple attempts were made with a cone retrieval device and a snare device in an attempt to engage the filter hook and were unsuccessful. A final diagnostic venacavogram demonstrated the inferior vena cava to remain widely patent. The findings were discussed with a vascular surgeon who agreed to consult on the case. The patient will be referred for further evaluation to determine if it is in the patient¿s best interest to continue attempting to remove the filter pending the status of the patient¿s known history of chronic venous insufficiency. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of a motor vehicle accident and deep vein thrombosis was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was deployed without incident. The patient tolerated the procedure well. Approximately one year post filter deployment, the patient requested removal of the filter. The right internal jugular vein was accessed and multiple unsuccessful retrieval attempts were made with a cone retrieval device and a snare device. Post-procedure venacavogram demonstrated the filter to be well centered and there were no acute complications with the filter. Approximately one year one month post filter deployment, the patient presented for a second filter retrieval procedure. The right internal jugular vein was accessed and imaging demonstrated the filter to be tilted with the hook embedded within the caval wall. The right common femoral vein was accessed and a high-pressure balloon was advanced and multiple inflations were made to dislodge the filter hook. Unsuccessful retrieval attempts were made with a cone retrieval device and a snare device. The findings were discussed with a vascular surgeon and the patient was referred for further evaluation to determine if removing the filter was in the patient¿s best interest. No additional information was provided in the medical records received.